Event description:
It was reported that the pt fell at school and hit his head. After the accident, testing in situ revealed 9 channels in status hi and 2 channels in status sc. Only 3 channel show status ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.